Manufacturer narrative:
Date sent to the FDA: 04/08/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence and a pelvic floor repair mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent a surgery to remove her cervix on (B)(6) 2010 and pelvic floor repair mesh was implanted. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2010. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00234. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 the patient underwent a gynecological procedure in order to treat rectocele, cystocele, enterocele and mesh was implanted along with the concurrent procedures of anterior & posterior repair with mesh, uterosacral vault suspension, cystoscopy, and trachelectomy.